Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a burn-like skin irritation under the front therapy electrode pad. The patient's nurse recommended using a flamazine cream on the irritation. Follow-up indicated that the patient applied the cream and the skin irritation was improving.